Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in b alloon kyphoplasty spinal therapy for primary osteoporosis. It was reported that the balloon was expanded smoothly, and the psi decreased during cement mixing. When the image was checked, it was confirmed that the balloon was broken into two equal parts exactly at the center of the front and back. No further complications were reported. Additional information was received via manufacturer repr esentative that the balloon was ruptured. There are no broken fragments of balloon left inside the patient. There were no problems at first and even though the balloon was inflated, it ruptured halfway.